Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2010; 694958 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The patient was reportedly syncopal or near syncopal. The leads remain in use. No further patient complications have been reported as a result of this event.